Event description:
It was reported that during a routine follow up, the patient mentioned experiencing dizziness when showering, shaving and when crossing arms. Upon device interrogation, noise was noted with movement and was not sensed. The pacemaker recorded 515 non-sustained ventricular tachycardia (nsvt) episodes with 1 to 2 seconds of pacing inhibition with no intrinsic activity. The impedance and threshold measurements were stable and was in normal range. The pacemaker was reprogrammed, the plan is to monitor the noise issue and the patient will be followed up in a few months. No adverse patient effects were reported. The pacemaker and competitor right ventricular lead remains in-service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).